Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power supply was resolved with replacement of the power accessory on 22may2023. A review of the merlin logs confirmed that readings were sent successfully in subsequent days after the event date and subsequent power supply replacement, indicating that the issue was resolved. Device investigation results are inconclusive since the device was not returned for analysis. No device or lot history review could be performed, as the reported device is not serialized or lot-controlled.

Event description:
The patient reported frayed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.